Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated that the device had beeped a few times. Patient felt dizziness and not sure what the beeping meant. The patient is planning on having the device tested by the physician. The device is still in use. No patient complications have been reported as a result of this event.